Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8709sc catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. Analysis of the 8596sc catheter revealed no significant anomaly, catheter body dried drug, blood or foreign material occlusion. Corrected information: (B)(4) no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced increased spasticity and the location of the issue or symptom was the catheter track. A dye study was performed and there was the inability to aspirate from the catheter access port (cap). There was a suspected catheter issue with the 8709sc based on the inability to aspirate from the cap. The cause was not determined and reportedly no alleged product issue with the 8596sc or with the pump. However, the physician opted for replacement to address all variable relating to the issue and both catheter portions and the pump were explanted and replaced. This also required hospitalization of the patient. At the time of the event, the patient's status was reported as alive- no injury. This device system delivered lioresal. Additional information was requested and it was later provided that the patient was doing well and receiving therapy.